Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, and ischemia are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use are known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 4.0x12mm xience xpedition stent was implanted in the proximal left anterior descending to the 1st diagonal coronary artery, 95% stenosed lesion. On (B)(6) 2018, the patient was hospitalized for chest pain. Routine diagnostics including color ultrasound and electrocardiogram were performed. Coronary angiography was not performed. Per physician, the coronary blood supply was insufficient and coronary ischemia was diagnosed. Myocardial infarction was not diagnosed. As treatment, infusion therapy was provided. The patient was discharged to home. No additional information was provided regarding this issue.